Manufacturer narrative:
Correction: b5-describe event or problem; h6-device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement. A lead revision procedure was performed, and the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information at this time.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. The rv lead was successfully replaced with a new lead. No additional adverse patient effects were reported. No additional information at this time.